Manufacturer narrative:
This complaint involved a reported potential (B)(6) result. The confirmatory tests were performed and the result was (B)(6). The lot number was not provided, the sample was not returned for further testing and therefore orgenics was unable to perform specific investigation. An attempt to gather additional information was made, however, patient details were not available. Based on the details provided by the customer the cause of (B)(6) may be due to incorrect interpretation of results by the user.

Event description:
Customer reported a potential (B)(6) result. The patient tested (B)(6) with (B)(6) cascade test and with rna quantitative pcr. The test was then repeated on the alere determine combo strips with the same sample and the result was (B)(6). There were no adverse patient outcomes reported.